Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was received on 12-jan-2026: on insertion, both ar-2424phs peek knotless hip suturetak suture anchor implants fractured. The implants were removed, and all detached fragments were retrieved from the patient. The procedure was completed using two ar-3636h self-punching 1.8 knotless hip fibertak soft anchors and one non-arthrex implant. The event resulted in an estimated 5¿10-minute delay to redrill and pass suture for the final anchor, with additional anesthesia administered during this time. No adverse patient effects were reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30-dec-2025, a sales representative reported via email that an ar-2424phs peek knotless hip suturetak suture anchor pulled out of bone. The surgeon subsequently redrilled and attempted to insert another ar-2424phs peek knotless hip suturetak suture anchor, which broke in half during insertion. The procedure was completed using two knotless fibertak anchors and one cinchlock device. This was discovered during a hip arthroscopy/pincer procedure on (B)(6) 2025. Additional information was requested on 02-jan-2026.